Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon went to reduce the shoulder and glenosphere dislocated. He tried to remove the glenosphere trial with a clamp and it broke.

Manufacturer narrative:
An event regarding a fractured glenosphere trial was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis report concluded: the engagement tab of the returned glenosphere trial broke from torsional overload conditions. No material or manufacturing defects were observed during this examination. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been one similar previous reported event for this lot ID. Conclusions: the investigation concluded that fracture was caused by torsional overload conditions. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon went to reduce the shoulder and glenosphere dislocated. He tried to remove the glenosphere trial with a clamp and it broke.